Event description:
The pulse generator was explanted due to elective-replacement-indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited failure to capture at implant. A different device was implanted.